Event description:
The elevating base of the subject device moved without user activation while a pt was being treated on hfov in the unit. There was no adverse effect on the pt. The problem was solved by replacing the footswitch.